Event description:
It was reported that an explant was planned. The reporter stated that the patient went to the hospital to follow up because of a return of bowel incontinence symptoms. The physician found that all impedances were out of range, greater than 4000 ohms. The battery was low, so the physician decided to schedule the replacement of both the lead and the implantable neurostimulator. It was reported that the patient status at the time of the report was alive with injury. It was noted that patient symptoms included less than 50 percent therapy relief. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
Additional information received reported that the physician did not suspect the implantable neurostimulator (ins) depleted too early. The ins was programed on poles 0+, 1-, 2+, 3-. Program a was at 2.4v, pulse width of 300s, and a frequency of 31 hz. The battery test showed 6 month residual charge. All impedances were greater than 4,000 ohms as reported. No further information was provided.

Event description:
Additional information received reported that the physician decided to reposition the lead instead of replacing. The patient now felt fine and was receiving appropriate therapy.

Manufacturer narrative:
Product ID 3093, lot# unknown, implanted: (B)(6) 2009, product type lead.

Manufacturer narrative:
(B)(4).